Event description:
In 2009, the patient reported he had a large air bubble in the insulin cartridge of his infusion device. He stated he inserted a new cartridge this morning and was unsure if the air bubble formed while filling the cartridge or after the cartridge had been in use. The proper procedure for priming out air bubbles was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.